Manufacturer narrative:
The abbott representative checked the analyzer and replaced several parts preventatively (as the parts had never been replaced). Through the evaluation it was determined that the suspect medical device was changed to architect anti-hcv , catalog number 06c37-37, lot 71433li00. No further evaluation of the architect i2000sr analyzer was performed. Based on this new information, this event is no longer a MDR reportable event with no further followup.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account stated 5 samples generated (B)(6) architect anti-hcv results but tested confirmatory (B)(6) (unknown method). Additionally, the account noticed increased weak (B)(6) with architect anti-hcv samples that test just above the cutoff but when the samples are sent to a reference lab 80% of the samples test (B)(6). No specific patient information was provided. No impact to patient management was reported.